Event description:
It was reported that during use with bd bactec¿ 9050 system false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
H6. Investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6). Customer reported false positive issues on their instrument. Bd remote service worked with the customer and identified the temperature identified on the instrument differs from the actual incubation temperature. A spare rtd wiring (p/n 445809) was sent to customer and installed. The root cause was a rtd wiring issue. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that during use with bd bactec¿ 9050 system false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.